Event description:
The patient experienced increased spasticity and went to the hcp for follow-up. The hcp suspected a catheter occlusion; the hcp performed a cap/ fluoroscopy test to check the catheter. The test revealed that the tip of the catheter was reversed inside the intrathecal space and the drug could not be administered due to the kinking. The hcp prescribed oral spasmolytics and scheduled a catheter revision surgery. Drug delivered via the device was lioresal 500mcg/ml. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model 8709, serial# unk, implanted: (B)(6) 2008, explanted: unk.